Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) /2016 the patient was treated at the hospital for elevated blood glucose (bg) of 33 mmol/l with ketones, vomiting, nausea, and diabetic ketoacidosis. Emergency medical services was reportedly contacted, the patient reportedly discontinued the pump, and the patient was reportedly treated with insulin via injection and intravenous fluids. The reporter alleged an inaccurate delivery issue beginning on (B)(6) 2016. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified delivery issue.